Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed error by reviewing the error log and reproduced reported error by turning on analyzer. Fse found a dropped test cup jammed at the turntable drive gear under the seal breaker. Fse resolved complaint by removing jammed test cup. Fse validated analyzer by successfully performing quality control run without error and results were within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7: list of error messages states the following: [4004] turn table slip turntable motor slipping detected is generated when the turntable motor slipped. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to jammed test cup at the turntable drive gear.

Event description:
A customer reported getting error message 4004 "turntable slip turntable motor slipping detected" during a sample run on the aia-360 analyzer. The customer attempted all set home function, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.